Event description:
Boston scientific (bsc) crm received information that one day post the implant procedure, this right ventricular (rv) lead 4135 dislodged due to it's length and the patient's anatomy. A new rv 4136 was successfully implanted. No adverse patient effects were reported.